Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is dried on the lens. One haptic is bent in the gusset and distal areas, which may have been interpreted as the reported complaint of "haptic broken". The haptic is not broken. The other haptic is slightly bent in the gusset area. The optic is torn/split/cracked and cut into two pieces typical of insertion and removal. The optic has additional scrape marks near the cut areas. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported broken haptic. The haptics were not broken. Other haptic and optic damage was observed and this damage may have been interpreted by the customer as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with broken haptic. Additional information was reported that during an intraocular lens (iol) implant procedure, the capsule broke once the lens was in the eye. The lens was taken out and a different lens was used. A larger incision was made and a suture was used with no damage to the eye. Additional information has been requested.